Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was found with the atrial setscrew totally unscrewed; resulting in a slow increase of atrial impedance up to undefined impedance measurement. The pocket was re-opened to properly tighten the setscrew. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.